Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with severe angina. The procedure was to treat a 90% stenosed lesion in the left anterior descending artery (lad) with moderate calcification and mild tortuosity. The lesion was pre-dilated with a 2.00x12mm semi-compliant balloon. Using a radial approach the 3.00x48mm xience xpedition stent was deployed at 16 atmospheres (atm) and implanted. However a proximal edge dissection was noted. Therefore, another xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.